Manufacturer narrative:
A statistical analysis of complaints and uses indicates that casco's rate of iud-related events is equal or less than the rate of spontaneous iud expulsion across all users of all catamenial devices in the literature.

Event description:
User contacted support indicating that the disc suctioned to her cervix the second time she used it which caused it to get stuck and dislodge her iud which led to quite a bit of pain. User did not respond to follow-up requests for additional information or a phone call. It is unclear if an iud dislodgement was medically confirmed or treated, or if follow-up treatment was required.